Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced incomplete pain relief and poor/incomplete coverage from the ins. This was confirmed during the patient¿s exam. The patient asked for a lead revision and pocket revision due to it being too superficial. Etiology was possibly related to the device, therapy, and implant procedure. During surgery on (B)(6) 2018 the lead was repositioned, and an additional lead was implanted, the ins pocket was also revised. The outcome was resolved without sequelae on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 977a260 (B)(4) product type lead product ID 977a260 l (B)(4) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the implantable neurostimulator (ins) being too superficial was not known and the lead was repositioned as an action to resolve the incomplete coverage. No further complications were reported/anticipated.